Event description:
On (B)(6) 2023, a customer in france notified biomérieux of observing a contamination when using easymag® instrument (ref. (B)(4), serial number (B)(6)). The customer had a contamination of aspergilus mold. They have been having this issue since (B)(6) 2023. The customer did mention a delay in reporting patient results for two to three weeks. However, they are performing extractions using a different easymag® instrument. There is no indication or report from the laboratory that the issue led to any adverse event related to patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in france regarding a contamination when using easymag® instrument (ref. (B)(4), serial number easy(B)(6)). A biomérieux internal investigation has been completed with the following results: the customer did not provide the lots of reagents used on the easymag. Therefore, no review could be completed on the batch history record. Tests at customer site: before decontamination, all extracted water points were contaminated but negative pcr control was not. This means the pcr reagents were not contaminated. After decontamination: 25 wells were negative except one (1) was still positive. The customer thinks there was a problem during preparation because they prepared several series of patients and the patients all came out negative. The investigation team cannot verify if the reagents could be the root cause of contamination as reagents batch numbers used for impacted runs were not communicated. The easymag decontamination procedure ran on (B)(6) solved this issue and the customer did not report any new occurrence after.